Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was returned for evaluation. A visual inspection reported no defects. The functional evaluation found that the device failed to maintain pressure: could not generate and control negative pressure, establishing a relationship between the device and the reported event. The root cause identified as a defective pump. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during service and repair it was found that the renasys go was not able to generate and control negative pressure. No case involved.